Event description:
The biomedical rep from the user facility reported the device was ripping the skin. The skin graft was not even. This incident did not delay the procedure. The reporter could not confirm if the donor site had to be extended.